Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a transfer set had a hole in an unspecified location on the device. This was found after use. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.